Event description:
It was reported, hole in catheter. Before using PICC for chemo, they flushed saline and the PICC was leaking saline. When they pulled it out, they saw a hole 4 cm from hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 4cm and 5cm marks on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported, hole in catheter. Before using PICC for chemo, they flushed saline and the PICC was leaking saline. When they pulled it out, they saw a hole 4 cm from hub. No other information was provided. Additional information was received and added to file on november 11, 2024, for this event as part of a focus survey. The following additional detail was provided: PICC placed on (B)(6) 2023 and removed on (B)(6) 2024. Total length 42 cm, inserted to basilic vein, exit marking 0cm, secured with statlock. PICC used for oncology treatment (cetuximab). No known occlusions. Leakage discovered during flush with saline at 4 cm internally. PICC used about 60 days. Caregiver helped with administration of therapy, flushing to maintain patency and dressing changes. No xrays available. Catheter site cleaned with chlorhexidine solution poured from a bottle (0,5% clorhexidine).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the sample showed use residue on the returned sample. The catheter was flushed with a 12 ml syringe of water and a leak was observed between the 4 cm and 5 cm depth markers. A microscopic observation of the leak site revealed a kink impression in the catheter with a longitudinal split along one corner of the kink. The edges of the split were observed to be mostly straight, and the fracture surfaces were observed to be flat and granular. While a split was observed in the catheter resulting in a leak, insufficient evidence was observed on the returned sample to conclusively determine a root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported, hole in catheter. Before using PICC for chemo, they flushed saline and the PICC was leaking saline. When they pulled it out, they saw a hole 4 cm from hub. No other information was provided.